Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the mesh implants may have caused or contributed to the patient's reported symptoms. As reported the surgeon suspects there are some adhesions to the bowel but no bowel obstruction and revision surgery is possible. Adhesions are a known inherent risk of surgery and are listed in the instructions-for-use, provided with the device, as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents composix kugel hernia patch #1. An additional emdr was submitted to represent composix kugel hernia patch #2. Remains implanted.

Event description:
It is reported that in 2009 the patient underwent repair of an abdominal incisional midline hernia with implant of a composix kugel hernia patch (#1). During the same procedure the patient also underwent the repair of a stomal hernia and was implanted with another composix kugel hernia patch (#2). Several years later, in 2017 as reported the patient began to experience adverse symptoms of chronic constipation, bloating, abdominal pain, painful and frequent urination in which he had additional medical treatment. As alleged the patient underwent a CT scan and the surgeon has advised there are problems with the mesh and additional surgery is needed. The contact states the surgeon believes there are some adhesions to the bowel but no bowel obstruction. As reported revision surgery is tentatively scheduled, with potential for explant of the mesh.

Event description:
It is reported that in 2009 the patient underwent repair of an abdominal incisional midline hernia with implant of a composix kugel hernia patch (#1). During the same procedure the patient also underwent the repair of a stomal hernia and was implanted with another composix kugel hernia patch (#2). Several years later, in 2017 as reported the patient began to experience adverse symptoms of chronic constipation, bloating, abdominal pain, painful and frequent urination in which he had additional medical treatment. As alleged the patient underwent a CT scan and the surgeon has advised there are problems with the mesh and additional surgery is needed. The contact states the surgeon believes there are some adhesions to the bowel but no bowel obstruction. As reported revision surgery is tentatively scheduled, with potential for explant of the mesh. Addendum: on 10/25/2018 the patient underwent a revision surgery, laparoscopically, to explore the area of concern and to visualize the previously placed midline abdominal composix kugel patch (#1). Upon visualization of the mesh, the surgeon noted the mesh non-eptfe side of the mesh to have come in contact with the small intestine. Upon further exploration the surgeon noted a perforation of the bowel where the mesh had come into contact. (Contact does not know if the ring was involved). As reported, a portion of the mesh was removed at this time. Three days postop, on 10/28/2018 it is reported that the patient's abdomen was swollen with a build-up of fluid in the wound. The wound was cultured and revealed a mrsa infection. The patient was taken back to surgery to clean out the infection and a wound vac was placed. The patient remained in the hospital. The wound continued to have fluid build-up despite the wound vac treatment and the patient was taken to the or for a third procedure. During this procedure the surgeon discovered a fistula and performed an open repair of this fistula while removing a 12-18" section of the small intestine. The wound vac was replaced and the patient remained in the hospital. The patient continued to undergo wound care and on 11/19/2018 showed improvement and was discharged from the hospital to his home with home healthcare for wound management. On 12/11/2018 the wound vac was removed and the patient is recovering. The wound is currently being treated with wet-to-dry dressings. No adverse event has been reported with the stomal hernia patch , composix kugel patch (#2).

Manufacturer narrative:
No conclusion can be made. The information provided regarding the (B)(6) 2018 revision procedure and the days following does not help to determine a cause for the patient's postoperative course. As alleged the non-eptfe (polypropylene) side of the mesh had come in contact with the small intestine. Based on the information provided it cannot be determined how/why the mesh moved from its original position and came into contact with the small intestine. As alleged the patient was diagnosed with a mrsa infection following the (B)(6) 2018 revision procedure. There was no indication of infection prior this procedure and mrsa infections are typically acquired/contracted within a medical facility. Adhesion and fistula formation are known inherent risks of surgery and are listed in the instructions-for-use (IFU), provided with the device, as a possible complication. Regarding infection the IFU states, " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." As reported a portion of the mesh was removed during the revision procedure, the IFU instructs the user, "do not cut or reshape the bard composix kugel hernia patch, as this could affect its effectiveness. Care should be taken not to cut or nick the posiflex monofilament." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents composix kugel hernia patch (#1). The additional information provided indicates no adverse event with the stomal hernia patch , composix kugel patch (#2).